Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer alleged that her blood glucose readings in the memory of the contour meter were different from the ones she obtained during testing. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly stored in the meter's memory. Additionally, a device history record was reviewed for the suspected contour meter and no manufacturing anomalies were found.